Manufacturer narrative:
Additional, changed, and/or corrected data. On 08feb2023 field service performed a health check of the involved device: performed modem diagnostic test. Test passed. Performed chiller diagnostic test. Test passed 3:29. Performed vacuum diagnostic test. Test passed. Performed quick check diagnostic test on each applicator. Test passed with all applicators.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen on (B)(6) 2023 using the c240 applicator and presented with third degree burn post treatment.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/12/2023.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen on (B)(6) 2023 using the coolsculpting elite c240 system applicator and presented with third degree burn post treatment.